Event description:
Report received of an over-delivery of tpn. The patient was receiving tpn 1600ml over a 12-hour time period with a 1-hour taper up/1-hour taper down. It was reported that the bag should have lasted unitl 5am, but the bag was empty at 4am and the pump turned off without any alarms. The display on the pump indicated that 1509ml had delivered when the 1600ml bag was empty. The patient missed the 1-hour taper down on the tpn and became "dizzy". The dizziness resolved on its own with no medical interventions required. There was no long-term adverse effect to the patient. The pump was replaced. Though requested, there was no further information available.